Manufacturer narrative:
UDI#: (B)(4). This investigation addresses 1x ziv6-35-125-6.0-120-ptx of lot c777750. Reference related reports 3001845648-2014-00302 and 3001845648-2014-00303. The ziv6-35-125-7.0-120-ptx stent of lot number c780693 was implanted in the patient, therefor,e is not available for evaluation. With the information provided a document based investigation was carried out. It may be noted that restenosis is a common adverse event of endovascular procedures and can be caused by injury to the vessel (e.g. During pta and/or setting). Vessel injury provokes an inflammatory response that leads to (or amplifies) the restenosis process. It is very unlikely that restenosis could have occurred due to zilver ptx malfunction; however, a definitive root cause of this stent restenosis cannot be determined. Although requested no imaging or other information was available to support the complaint investigation, therefore no other comments can be made. As no imaging was available, the complaint is confirmed based on customer testimony. It may be noted that restenosis of the stented artery is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. According to information provided, pta was performed and the patient had a favourable outcome. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6) 2012, two ziv6-35-125-6.0-120-ptx devices and a ziv6-35-125-7.0-120-ptx device were placed in the right sfa of the patient. (B)(6) 2014: restenosis was confirmed. (B)(6) 2014: pta was performed, and the patient had a favourable outcome. As the restenosed stent cannot be confirmed a separate report will be submitted for each zilver ptx device. Reference related reports 3001845648-2014-00302 and 3001845648-2014-00303. Note occlusion of the above zilver ptx stents occurred again at a separate and later date of event. Reference reports 3001845648-2014-00305, 3001845648-2014-00306 and 3001845648-2014-00307. The patient had a favourable outcome.